Manufacturer narrative:
Additional information: h6: (no problem found) the evaluation did not identify any issues relevant to the reported event.

Manufacturer narrative:
The contribution of the device to the reported event has not yet been determined as the device has not been returned for evaluation at this time. A follow-up report will be submitted, including a most likely cause if a root cause can not be determined.

Event description:
On 6/22/2023, it was reported by a facility representative via sems that an ar-3210-0031 camera head would not focus during surgery. The case was completed with the same camera. This was discovered during an unspecified procedure, with no adverse event or patient harm.